Event description:
The device was returned for reliability analysis.

Event description:
Additional information was received that a nips procedure was to be performed. No further information was available regarding the procedure. It was reported that a revision procedure was performed. The rv lead was surgically abandoned and replaced. The device remains was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routine device replacement procedure for normal battery depletion (nbd), high out of range (oor) shock lead impedance (sli) measurements of greater than 125 ohms were observed when the chronic right ventricular (rv) lead was connected to the new device. It was noted that the rv lead had a history of increasing sli measurements from 45 ohms at implant to 90 ohms recently. The oor measurements were noted in all configurations and it was confirmed that the new device was in pocket. Device to rv lead connection was verified. Defibrillation threshold (dft) testing did successfully convert in the triad configuration, but sli still measured greater than 125 ohms. A second device was then selected and dft testing was performed with successful conversion using a 26 joule shock. Five minutes after the dft test, sli was 117 ohms and then later decreased down to 95 ohms where they stabilized. All other lead diagnostic measurements were within normal limits. Boston scientific technical services (ts) was consulted and recommended performing a save to disk for evaluation. This second device and chronic rv lead remain implanted at this time.

Event description:
Additional information was received that this device system detected a shock impedance measurement greater than 125 ohms. The physician confirmed that no action would be taken as a result of the observation.